Event description:
It was reported that the patient presented for testing prior to lv lead revision procedure. The patient complained of pocket irritation at that time. The device appeared to be pushed up away from the chest with the pocket being taut. The pocket was revised at the time of lv lead replacement. The patient was stable and fine after the revision procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.